Manufacturer narrative:
Maquet has not yet received the device. We will continue to pursue the receipt of the device and a follow-up report will be sent when the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the black valve of the btt short port popped out and they were unable to replace it or maintain a sealed tunnel. An accessory pack was used to complete the procedure. The hospital did not report any patient effects. The product is returning.